Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found cracked lcd glass, a crack on the u6 chip and no moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Blank display was confirmed during analysis due to a cracked u6 chip. Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage was not confirmed at the back of pump, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and it was found that location of the damage was back of pump and it was concluded pump needs to be replaced. No harm requiring medical intervention was reported. The customer discontinued use of the device. The product mmt-1886 was returned for analysis.